Manufacturer narrative:
Additional information provided. The customers report of an overinfusion was not confirmed. Physical inspection of the device showed that the door and latch/sear were a third party part manufactured by an unknown supplier. No pcu or pcu logs were returned. The pump module logs contain events recorded between 08oct2017 and 02nov2017. The customer reported that the event occurred sometime on (B)(6) 2017, therefore no log information is available for the day of the reported event due to apparent continued usage of the device. Rate accuracy testing was performed and results showed the device infusing within specification. During testing there were no periods of unregulated flow. The event administration set was not received for investigation. A new unused administration set was inserted into the device and the door was closed. The door was then opened and it was observed that the sets safety clamp had not closed which would result in a free-flow condition if the roller clamp was not closed. The same set was then loaded into the device a second time. The sets safety clamp closed as expected when the door was opened. Testing indicated the safety clamp activation does not consistently occur as expected when using a new disposable set in the event pump module with the third party latch/sear components. The root cause of the reported over infusion was not determined.

Event description:
The customer reported that a potassium replacement infusion was initiated as per md orders. After the initiation of the infusion, the nurse noted that the fluid was infusing too fast at approximately 60 drops per 30 seconds. The potassium was programmed at 67ml/hr, but was discontinued and switched to a different pump.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device infused the entire bag of an unknown medication. There was no report of patient harm.